Event description:
It was reported that the patient was having good results with the unit and knew when it was not working. It was noted that the patient had to have it adjusted once in the past but never did anything else with it. Patient noted symptoms had been ¿up and down¿ and had not leveled out for the past year prior to the date of this report. Patient¿s medication was changed about a week prior to the date of this report. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v639210, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v639210, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).